Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, a customer initially reported that the freestyle libre 2 sensor detached prematurely and ordered a replacement device. On (B)(6) 2021, the customer reported that due a delay in delivery of the replacement product, he did not have a sensor to monitor glucose and suffered a medical event. The customer experienced dizziness, seizure, and loss of consciousness, requiring the treatment of sugar water by third-party. There was no report of death or permanent injury associated with this event.